Event description:
The physician used the cassi ii rotational core biopsy system for a breast biopsy. During the procedure, the device could not penetrate the lesion. The procedure was discontinued and the physician rescheduled the patient for an open surgical biopsy.

Manufacturer narrative:
Device was discarded, no analysis will be performed.